Manufacturer narrative:
Concomitant medical products: product ID: 5086mri58 lead, (B)(4), implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed due to pocket infection. No further patient complications have been reported as a result of this event.